Manufacturer narrative:
One photo was shared by the customer where a unknown white film is observed inside the shuntless microclave, no additional damage or anomalies are observed. One used. List #mc330363 was returned for evaluation. As received an unknown solution inside the sample was observed. No additional damage beside the mentioned was observed. The sample was tested as procedure and no internal / external leak was observed. The shuntless microclave was dissembled, and unknown shite solution was observed inside the sample and an intermittent of lubrication in the spike was observed. No additional damage or anomalies complaint of white film inside the clave can be confirmed. There probable cause of the solution is due to unknown solution that got dry after use, how, when or where this solution got outside the seal is unknown. The probable cause of the intermittent of lubrication in spike is due to an error during lubrication process in manufacturing. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a 60" (152 cm) appx. 0.36 ml, smallbore ext set w/microclave® clear, clamp, luer lock. The report stated that there is white film that they see inside the clave and they have seen this few times now. There was no report of human harm.